Event description:
It was reported that the device manual had wrong labeling. It was noted that the manual was in italian and the device was noted to be rechargeable, but the device was not rechargeable. It was later reported that the error was not detected in a manual inside the packaging of the device. It was also noted that an older copy of the manual may have been used.

Manufacturer narrative:
(B)(4).